Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported she had 2 infusion sets and both of them kinked. Pt stated, she inserted a new infusion site on (B)(6) 2011 and about 4-5 hours after inserting the infusion site, her blood glucose increased. Pt reported, she changed the infusion site and the infusion cannula was bent. Pt stated, when she attempted to insert the new infusion set; the cannula bent on her skin and did not penetrate the body. Pt reported, she inserted a different type of infusion set and her blood glucose has gone back to normal range. Pt stated her blood glucose event up in the 400-500 mg/dl range. Pt's normal blood glucose range is 110-120 mg/dl. Pt reported, she inserts the infusion sets manually. Advised pt on alternative types of infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.